Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in (B)(6). The history files were read out and analyzed. During the investigation of the device history no hint of a flow deviation could be detected. Indeed the investigation of the alarm history a lot of device alarms 2223 could be found. The recognized device alarm 2223 occurred due a wrong installed disposable table in the device. The device alarm has no influence of a flow deviation. After installation of the correct disposable list, the device alarm didn´t occurred again. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -2,11 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the results of the pre-investigations only the upper housing part was removed. No visible damages or dry residues of liquid could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. The detected device alarm 2223 has no influence of a flow deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion". Customer information: the pump is checked at medical device dep at the hospital and the test that they have made shows that the pump gives apx 8,5% wrong. This was discovered at the ward at first. Then the medical device dep at the hospital could confirm this problem. The pump gave 25 ml in 6 min and 31 sec. It was tested 3 times.